Event description:
On thursday, 18 1999, preliminary info was received by the innerdyne, inc., quality compliance dept from sales rep, chelmsford ma, regarding one (1) incident involving an access needle from the premium one step disposable product. Definitive and confirming info was reported on wednesday 2/24/99 regarding this incident. The episode occurred during a laparoscopic procedure under the hand of dr. On 2/3/99, the procedure was undertaken, under a sterile demo basis, this being the first use of the product by the physician. The pt had undergone prior abdominal surgery, and adhesions were known to be present. Upon entry with the access needle excessive force was needed to penetrate the abdomen due to the presentation of adhesions. After penetration of the cavity, a small bowel perforation was noticed which was repaired using one (1) suture. The procedure was successfully completed without further incident. The pt is reported fine at this time, recuperating without medical sequelae. Therefore, the event is reported as a pt injury requiring surgical correction. The involved product was not returned to innerdyne, inc., so an investigation of the product was not conducted.